Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had three surgeries due to the device. Device was implanted to patient on year 2014 and did not got better. Patient got abscess and had to go operation on year 2015. The device became infected and had to have another surgery. Surgeon removed a part of the device but the patient's stomach became bloated and distended. Patient had a lot of pain and gastro reflux was gotten worse. Hospitalization was extended.